Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have unstable motor speed and the position of the control bar was not correct. The motor was replaced, and the position of the control bar was corrected and resolved the reported issue. G2: forgein country - poland. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was a control bar issue and corroded motor. The event timing was during preventive maintenance. There is no harm or delay reported.upon investigation, the motor speed was unstable. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.